Event description:
Additional information was received from a healthcare professional (hcp). The cause of the volume discrepancy was not known, but it was presumed the issue was with the pump. The pump would be explanted and returned for analysis. The issue had been resolved. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported the cause of the volume discrepancy issue was not determined. The hcp planned to monitor the issue. It was unknown if the issue had been resolved. The patient's weight was also unknown, but it was noted the patient was thin.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown drug via an implantable infusion pump for spinal pain. It was reported that the patient came in for a refill and the expected volume was 6.1ml and the actual volume was 0ml. No pump alarms had been heard. The patient had felt ill about two weeks prior to the refill. The patient had gone to the doctor office and the plan was to increase the dose at the refill, but after finding that the pump was empty the decision was made to program to minimum rate. The patient would be going to the doctor's office to be assessed. The patient had elected to have the device explanted in january. The hcp reported that they suspected overinfusion. No further complications were reported.